Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer dealer reported that they were performing the expiratory flow transducer calibration, the machine alarmed ventilator inoperable (vent inop). The customer reported no patient involvement or allegation of patient harm.